Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had a b30 error (scope communication error). The issue occurred during preparation for use for a routine diagnostic upper gastrointestinal procedure. The procedure was cancelled. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation, and correction to field d9, as well as an update to field h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Therefore, the cause could not be presumed. Olympus will continue to monitor field performance for this device.